Event description:
The device was returned for service. During service the batteries has 3 discharges below threshold. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Though requested, no add'l info was provided regarding pt's demographics, medication involved, or device programming. Although requested, no add'l contact info was provided.